Event description:
Information received indicates the technician found high ground resistance on the power cord when testing the bed.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.